Event description:
The manufacturer received a report from a service engineer on behalf of the customer that a trilogy ev300 ventilator failed pneumatic and system setup tests. There was no serious patient harm or injury that occurred or was reported. Review of the test documentation confirmed failure of the active exhalation verification: s (-) p (+): pilot: difference, pressure verification: setpoint 80: proximal: difference, and fio2 sensor receptacle verification: energized: proximal pressure tests. A repair quotation was provided to the customer for review. The device is currently awaiting further evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.